Event description:
It was reported that, the day after the implant procedure, the device could not be interrogated. The device and programmer had a connection initially, but during setup, it lost telemetry. Technical services advised to do a magnet reset. Once done, the device was successfully interrogated. There were no adverse patient effects. The device remains implanted.